Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and repaired. The sys was tested and found to be working as intended and returned to service.

Event description:
It was reported that the sys would not turn on (no boot). There is not report of death or serious injury.